Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14332. It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular and atrial lead had low impedance values, were failing to capture, and had noise. The impedance issue was first observed in (B)(6) 2020. On (B)(6) 2020 the device was reprogrammed, but failed to resolve the capture issue. Noise was also observed on both lead and appeared to be electromagnetic interference. On (B)(6) 2020, the leads were tested invasively using a psa and all measurements were stable. The patient was stable throughout event.